Event description:
The company was informed that the patient's magnet of the internal device may be displaced after an MRI procedure. The company attempted to determine patient status and if the patient needed serial mris. Procedures for removing the internal magnet to allow for mris were provided to the physician. MDR (B)(4) recently informed advanced bionics that the MRI was performed on (B)(6), 2014 with internal magnet in place and the patient experienced pain during the procedure. The physician noted a protuberance over the site of the device. The center reported that the device is not functional. The surgeon will surgically replace the damaged magnet.